Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic the patient presented to the clinic for a follow-up, post-paced t-wave oversensing episodes were observed. The recommended programming changers were made. The patient condition was well after the follow-up.